Event description:
It was reported that during intra-aortic balloon(iab) therapy, blood entered the cardiosave intra-aortic balloon pump(iabp). The iabp and iab were replaced to continue therapy. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).